Event description:
It was reported that the insulin pump alarmed button error and failed battery test. The customer did not know the blood glucose reading. Advised discontinuation of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump up arrow button did not respond due to corroded keypad trace. No button error alarm noted, unable to verify failed battery test alarm due to no button response. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.